Event description:
Customer reported she was experiencing high blood glucose level of 421 mg/dl, treated with manual injections. Customer also stated the device was exposed to fluids, insulin. Customer stated the reservoir leaked in the reservoir compartment. Customer also reported that at one point her blood glucose lowered to 56 mg/dl. The drive support cap was normal. Customer disconnected at the quick release. No leaks or air bubbles noted. Manual prime was performed on the device and insulin did exit. Setting were reviewed and were correct. High pressure test was performed by customer and device passed. Customer removed infusion site and the cannula was not bent. No further info reported.

Manufacturer narrative:
(B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event as not product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. See medwatch report # 2032227-2014-25895.